Event description:
A customer reported observing incorrect biometry measurements from their system preoperatively. There was no pt harm.

Manufacturer narrative:
A review of the service report indicates the customer reported receiving questionable values from their system. The company rep informed the customer of the two different measurement settings for the system (contact and immersion) and that the system's setting must match with the technique being performed to provide correct values. The company rep was able to resolve the issue remotely with the customer. The customer did not request service for the system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event can be attributed to improper use of the system. (B)(4).